Event description:
It was reported that there was a motor stall, confirmed in the event logs with no motor stall recovery recorded. There was a return in patient symptoms, increased spasticity. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)